Event description:
Caller reported issues with low blood glucose levels. There was no adverse impact to the customer's blood glucose level. Customer consumed carbohydrates to address low blood glucose and was assisted by technical support in updating basal rate settings, with the advice to consult their healthcare provider for further guidance. No third-party assistance was required.